Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced a fall which caused a hole near the ipg site. As a result, patient underwent surgical intervention where in the ipg was replaced and pocket site was revised. Post -operatively, issue resolved.